Event description:
In 2007, the pump was filled with 40mls of morphine. The pt experienced a lack of therapeutic effect. In 2008, when the pt came in for a refill, the pump still had 39 mls. The pump was interrogated in the same month, and looked okay; there were no alarms active. The pt was taken to surgery and the catheter was found to be "damaged/shrinked/coiled" so that the drug couldn't come out of the catheter. The physician disconnected the pump from the catheter, programmed a bolus, and the pump showed normal function. It was not possible to aspirate fluid from the catheter, so the physician decided to replace the catheter. After replacement, the pt had therapeutic effect. There was no pt injury. The reason for the catheter damage was unclear. The catheter was discarded during the surgery and was not returned to the MFR for analysis. The device system was used to deliver morphine.

Manufacturer narrative:
Catheter.